Event description:
It was reported that the patient was never having therapeutic effect and was experiencing acute pain in the lower back, legs, and buttock area. The patient's symptoms began about 4 days prior to report date. The patient stated that she had not had any falls or trauma. The patient could only feel stimulation in the front up to her breast area which is not where she needed it. The patient had an x-ray taken earlier that day that determined that the lead had moved. The patient's health care provider decided that they needed to go back and fix the lead. A date for revision was not decided; however, the patient had an appointment on (B)(6) 2012. The patient stated that her stimulation was off and that she was unable to increase it with her programmer. It was determined that the device was off. After troubleshooting, the patient was able to feel stimulation but it was still not really helping. The patient had not had success with her other programmed groups. The patient stated that the manufacturer's representative did "not have luck using the physician programmer." Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was unknown. There were no impedance abnormalities. The patient experienced stimulation in the ribs, as well as stimulation not covering painful areas, and underwent a procedure to move the lead down a vertebral body on (B)(6) 2012. It was reported that there was no patient injury.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead; product ID, 37754 lot# serial# (B)(4), implanted: explanted: product type recharger; product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).